Manufacturer narrative:
Isi has received the green stapler 30 reload associated with this complaint. Failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. No damage was found to the cartridge and there were no missing pushers. The reload was opened for inspection. No damage to the lead screw or the knife was observed. Isi has received the curved tip stapler 30 instrument associated with this complaint, but analysis has not yet been completed. A follow-up MDR will be submitted when additional information is available. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. According to the system logs, a partial fire was confirmed using the curved tip stapler 30 instrument pn: 470530-08/t10190314 and a green stapler 30 reload. Firing failed at approximately 72% completion. Firing failure occurred on the 3rd firing of this specific instrument in the procedure, and the 6th overall firing in the procedure. No other issues were identified in the logs. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, it was alleged that the curved tip stapler 30 instrument did not fire all the way through. As a result, the patient experienced some bleeding and the surgeon had to use a stapler 45 instrument to complete the staple line. However, he stapled slightly proximal to the initial staple line, and transected a little more of the lung tissue than he had intended to. At this time, the root cause of the intra-operative complication is unknown

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, it was alleged that the curved tip stapler 30 instrument did not fire all the way through. As a result, the patient experienced some bleeding and the surgeon had to use a stapler 45 instrument to complete the staple line. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotics coordinator regarding the reported event: the robotics coordinator stated that during the robotic procedure, the curved tip stapler 30 instrument was used for stapling the lung fissure. The surgeon had fired the curved tip stapler 30 instrument with a green stapler 30 reload installed on it. It was alleged that the curved tip stapler 30 instrument had a partial fire. As a result, there was bleeding from the unapproximated tissue. It is reported that the system had generated a ¿blade exposed¿ error message. There were a few ¿unformed staples¿ that fell inside the patient. The surgeon applied pressure with a long bipolar forceps instrument to stop the bleeding, and then continued with an endowrist stapler 45 instrument with a stapler 45 green reload. However, he stapled slightly proximal to the initial staple line, and transected a little more of the lung tissue than he had intended to. The following were confirmed: normal tissue integrity, no tissue tension or tissue bunching, and no buttress material was used. The robotics coordinator does not know if there is a video recording of the surgical procedure. There were no other intra-operative complications reported.

Manufacturer narrative:
Additional information can be found in the following sections: PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem. Intuitive has received the curved tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations did confirm but could not replicate the customer reported complaint "partial fire." The instrument was found to have a firing failure based on log review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, it was alleged that the curved tip stapler 30 instrument did not fire all the way through. As a result, the patient experienced some bleeding and the surgeon had to use a stapler 45 instrument to complete the staple line. However, he stapled slightly proximal to the initial staple line, and transected a little more of the lung tissue than he had intended to. At this time, the root cause of the intra-operative complication is unknown.